Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well.

Manufacturer narrative:
Sc-1132, (sn: (B)(4)). Device evaluation indicated that the device passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well.